Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the air/water supply tube was clogged and the foreign materials could not be removed by the engineer. In addition, it was noted, the angles were insufficient as the angle wires were stretched. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the evis lucera elite gastrointestinal videoscope air supply tube was clogged during reprocessing. There was no patient involvement with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of insufficient or incorrect reprocessing scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material clogging the nozzle was unable to be identified. Additionally, there were no noted deviations from the instructions for use. Olympus will continue to monitor field performance for this device.